Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a broken power cord. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusions, component code, conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able confirm the issue. The fse replaced the domestic ac power cord reel . The fse also found a cracked monitor housing. The issue was addressed under complaint (B)(4). The unit passed electrical tests.